Manufacturer narrative:
Findings: pump passed operating current, error test, displacement test but alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to alarm. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 130 mg/dl at the time of the incident. The customer stated that the insulin cartridge fell out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.